Manufacturer narrative:
(B)(4) the returned device was visually inspected upon receipt and it was found that the clear sensor sleeve (pebax) had a cut letting dark reddish material inside. This condition was not originally reported by the customer. Further information received stated that physical damage of the catheter was not noticed by the costumer. A scanning electron microscope (sem) was carried out and it was found that the external surface of the exhibit evidence of cracking and a pinhole. It is possible that an unknown object make a cracking and pinhole in the pebax. These conditions found on the device found could be related to the filtration of blood inside of the pebax. This type of pebax damage is further investigated under an internal corrective action. During manufacturing, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The device was then evaluated for electrical resistance and current leakage and it failed on electrode #3. Further examination revealed that the lead wire #3 has blood on the pc board causing the failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been confirmed.

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter, and a signal loss occurred. There was no signal on electrophysiology systems. The catheter was changed and the procedure was completed with no patient consequence. Multiple attempts were made to obtain clarification to this complaint. However, no further information has been made available. With the information available at present, the signals were lost on the recording system. Therefore, partial signals were lost. This event was originally assessed as not reportable. On june 24, 2015 the device was received by the bwi failure analysis lab and upon visual inspection reddish material was found under the pebax. The shaft was bent approximately 12cm from the tip of the catheter, and internal braids are seen. The shaft is bent approximately 36cm from the tip of the catheter, and no internal parts are seen in this area. This finding has been assessed as reportable since the catheter integrity is not maintained and internal components are exposed to patient. Multiple attempts were also made to obtain clarification to this lab finding. However, no further information has been made available. The awareness date for this record is june 24, 2015 because that is when the damage was discovered.

Manufacturer narrative:
Additional findings were discovered during the visual inspection. The returned device was visually inspected upon receipt and reddish material was found under the pebax. The shaft is bent approximately 12cm from the tip of the catheter, and internal braids are seen. The shaft is bent approximately 36cm from the tip of the catheter and no internal parts are seen in this area.(B)(4).